Event description:
It was reported that the patient's blood glucose values have been higher than usual (233mg/dl) with no signs or symptoms of hyperglycemia. The pump has reportedly been losing 6-10 minutes in a 12 to 15 hour time frame. This report is being made based on the reported malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no time adjustments observed in the pump history for the reported event date. During testing, the pump did not lose time. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.